Event description:
It was reported that a 980 ventilator went into a safety valve open(svo) condition. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) conducted troubleshooting with the customer over the phone. The customer replaced the exhalation valve flow sensor (evq) and performed calibrations to resolve the issue.